Manufacturer narrative:
Concomitant medical products: addrs1, ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed sick sinus syndrome. It was also reported that the lead was partially bent near the subclavian area as confirmed by x-ray, and that gradually increasing impedance and thresholds were noted on the right ventricular (rv) lead. Oversensing noise likely due to myopotentials as well as a polarity switch and a suspected lead fracture was also reported. Due to the patient's medical condition no action was taken and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was noted that the rv lead exhibited high impedance, high thresholds, loss of pacing with pacing failure, non capture. It was also noted that the patient experienced bradycardia during dialysis and escaped beats at around thirty beats per minute. It was noted that the rv lead was reprogrammed. It was noted that the rv lead impedance was high at implant so it is believed that there was not a lead fracture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced second degree atrioventricular block. It was also noted that the rv lead exhibited a pacing failure during dialysis. An x-ray was performed which revealed no clear fracture points, so an incomplete fracture was suspected. The patient was hospitalised and the rv lead was reprogrammed. The rv lead was later inactivated and replaced by a leadless implantable pulse generator (ipg).